Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical and moisture damage. Troubleshooting was performed. Customer's blood glucose was 8.2mmol/l at the time of the incident. It was reported that the customer went surfing and the insulin pump had a crack on the side, which allowed for the water to get it in. The damage was not caused by a vehicular accident. It was also reported that the crack was about two inches and was located in the back of the insulin pump. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Fluid in pump troubleshooting was performed and it was found that when the customer shook the insulin pump, they stated that they could hear fluid. It was also stated that there was fluid under the lcd screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor, force sensor, and keypad assembly. The insulin pump was received with corroded battery tube, case cracked behind the insulin pump at the corner of the belt clip rails, case cracked on battery tube front and rear side, broken battery tube threads, serial number label and end cap address label fading, scratched case, pillowing keypad overlay, and minor scratched lcd window.